Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(4).. The result from the meter was 3.1 inr and four hours later the result from a coaguchek meter at his doctor's office was 2.2 inr. The customer stated that it took a minute for the doctor's office to apply the blood to the strip that generated the result of 2.2 inr. The result from the meter on (B)(6) 2017 was 5.8 inr and the customer's doctor was concerned with this result. There was no allegation of an adverse event. The meter and test strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 235476-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified. The returned meter and one returned test strip as well as one masterlot strip were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr and 2.5 inr . Donor hct: 48% and 46% . Testing results: donor 1: master lot / customer strip and meter . 2.8 inr/ 2.6 inr. Donor 2: master lot / customer meter and master lot . 2.6 inr/ 2.6 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. None of the given treatments/medications are currently known to interfere with the accuracy of the test results. The returned meter memory was analyzed and no results were present on (B)(6) 2017. Results of 3.1 inr were found on (B)(6) 2017 and (B)(6) 2017.